Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.65 v with a charge time of 21 seconds.